Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: after the anastomosis, when the device was being removed, it felt stuck. Eventually, the device could be removed, but a leak was found. Additional manual suturing was done. There was minor damage on to the tissue.